Event description:
It was reported that during a procedure involving the closurefast catheter, the black casing around the tip of the catheter came off during removal but was not left behind in the patient. The event occurred in the great saphenous vein (gsv) on the left side, with minimal tortuosity and calcification, and no stenosis present. The issue was noticed at the end of the procedure. The lumen was flushed prior to use, tumescent infiltration and general anesthesia were utilized, and compression was applied using a transducer. The device was safely removed from the patient, and the vein closed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the black casing around the tip of the catheter was pulled out with the catheter during removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.